Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, which resulted in pacing inhibition and inappropriate shock. The inappropriate shock did not exhaust therapy and the patient did not experience any asystole. High pacing impedances were observed to be high out of range, measuring greater than 2000 ohms. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.